Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also noted that the right atrial (ra) lead failed its lead position check and exhibited undersensing. Both the ra and the rv leads remain in use. No patient complications have been reported as a result of this event.